Manufacturer narrative:
(B)(4): one (1) sp8384 wavy grasper take apart insert was returned for evaluation. Evaluation by the product engineer and the quality engineer confirmed the reported failure. Visual inspection of the device revealed that the jaw part separated from the insert device due to the stepped link pin (part 92-0766, lot # 14224016) that connects the jaw to the actuating rod was either sheared off or became loosened and separated from the rod. Note the pin was not returned with the detached jaw part and actuating rod. Per customer request, they wanted to get a better understanding of the number of pins in the insert, the material that it was made from as well as measurements. There are two (2) rivets which were still intact that attach the jaw parts and one (1) pin (part that was missing and not returned) that attach the jaw to the actuating rod. The material of the pin is 304 stainless steel and the measurements are shown in a diagram provided to the customer as requested. A review of the in-coming records for the pin, part number 92-0766, lot number 14224016, did not indicate any non-conformances at inspection. A review of bd¿s history records also revealed that the device has been in the customer¿s possession for over 1 year. It is unknown how many usage and re-processing the device has undergone during that time. From the parts returned it is likely that the pin was sheared off by some type of excessive force / overstress applied on the device. There was a change in 2013 to strengthen the take apart actuating rods to maximize the material strength. This device was made after that change therefore some type of force was applied in order for the pin to break off in the manner in which it did. The root cause of this reported failure is due to mechanical overstress. A review of the device history record did not reveal any non-conformances. A review of the in-coming records for the pin, part number 92-0766, lot number 14224016, also did not indicate any non-conformances at inspection. The device passed all acceptance criteria for release. Conclusion: customer-mechanical overstress. From the parts returned it is likely that the pin was sheared off by some type of excessive force / overstress applied on the device. There was a change in 2013 to strengthen the take apart actuating rods to maximize the material strength. This device was made after that change therefore some type of force was applied in order for the pin to break off in the manner in which it did. It has been recommended to review the product information IFU 36-0151 in particularly the warning, cautions, inspection, and maintenance sections. Bd will continue to trend and monitor this reported issue and product family.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, the distal pin came out during a bronchoscopy, robotic resection upper lobe mass, it was not accounted for after the procedure, the x-ray was performed and was negative for a retained object, and the patient¿s procedure was completed as planned. There was no patient injury and to the best of the customer¿s knowledge the patient was stable. The risk manager reported the event will be reported to FDA by facility no report number at this time.